Event description:
The hcp reported the pt was implanted in 2006. The pt developed increased spasticity and in may an x-ray was done which showed the catheter was not in the intrathecal space. A catheter revision was done in august. The pt recovered and no issues were noted for approx one year. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 550 mcg/day. See MFR report # 2182207200800222.